Manufacturer narrative:
Multiple attempts for product return and requests for add'l info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the device provided inaccurate sp02 readings. Customer reported that arterial blood gas [values] are not correlating with sp02; they are reading higher. Customer also reported that "trach pt had issues and the trach became dislodged. Multiple attempts were made to reinsert the trach" during the pt's entire hospitalization. It was reported that the pt subsequently went into cardiac arrest and died.